Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-04757. UDI number (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 23 mm sapien 3 valve in the aortic position, the commander delivery system balloon ruptured during valve deployment. The balloon was inflated with 23 ml of volume. The valve landed in an acceptable position. The team immediately tried to remove the system, but due to the balloon rupture, it could not pass through the sheath. Pull force during removal resulted in the sheath kinking. The balloon tip split from the system and was lodged in the femoral artery. A cut-down was necessary to remove the system. The patient was stable post procedure. Per pre-decontamination evaluation, a circumferential sheath liner delamination was noted.

Manufacturer narrative:
Corrections to section a1.  Update sections d10 and h3.  The sheath returned inserted through delivery system after being used in the procedure. The device was visually inspected, and the following were observed: circumferential liner delamination ¿ approximately 4¿ in length from the distal tip; c maker band still intact; minor tear on hdpe approx. 3.25¿ from the distal tip; minor damage on the soft tip; no scratches observed. Due to the nature of the complaint, dimensional and functional testing for this complaint was not performed. During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  The esheath final assemblies were 100% visually inspected by both manufacturing and quality.  Furthermore, after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices.  All testing passed specification.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints relating to sheath distal tip liner delamination.  A review of complaint history from december 2018 to november 2019 for the edwards esheath introducer set (all models and sizes) revealed other similar returned complaints for sheath distal tip liner delamination. The complaints were confirmed. However, no manufacturing non conformances were identified during the evaluation.  The occurrence rate did not exceed the control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The evaluation of the returned esheath revealed a sheath distal tip liner delamination. However, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per report, ¿upon valve deployment balloon ruptured, and ruptured balloon could not go through the sheath¿. There was greater force required to pull the system through the sheath due to the altered balloon profile when the commander delivery system balloon material got to the level of the sheath. It is most likely that the excessive force and/or device manipulation was applied to pull the delivery system while the ruptured balloon was caught at the sheath tip resulting in the observed sheath liner delamination from the hdpe. While a definitive root cause is unable to be determined, available information suggests that procedural factor (excessive manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.